Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels between 348 and 350 mg/dl. The customer felt like she was going into diabetic ketoacidosis. The customer experienced nausea, vomiting, excessive thirst and feeling sick. The customer stated she was treated, and then her doctor adjusted her basal rate settings. The customer also reported repeated no delivery alarms. Troubleshooting was performed, and the insulin pump passed the prime test. No alarms noted. Advised the customer to change the infusion set. Nothing further was reported.